Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported external recharger screen was unresponsive. The external recharger was frozen on the antenna locator screen. A recharger reset was performed and resolved the reported issue. The patient was getting zero to four boxes shaded in and device battery was 50% shaded. In the past patient had gotten all 8 boxes shaded in. The patient did not use belt and was holding antenna with hand. It was recommended patient try using belt, but elected to continue trying to recharge. It was later reported replacement recharging component was working. The patient was getting 6-8 efficiency boxes shaded in and first quartile of device battery was blinking. On (B)(6) 2010, it was reported patient got recharge stimulator warning screen. The patient indicated they stopped getting stim from device yesterday and tried to recharge but "nothing happened". The patient received replacement and elected to try recharging. On (B)(6) 2010, patient indicated he visited his physician about the event. The device was reprogrammed. The patient indicated he was currently working with company representative and hcp to further reprogram. The patient indicated once he received the replacement recharger he was able to recharge normally again. The patient's programmer was not replaced. The patient noted he can now recharge successfully, was not having problems with the system, and that his problems were not related to the implant system. The implanted neurostimulator battery was located in the back. The patient had not or will not have surgery to fix the problem with his system. It was later reported on (B)(6) 2010, the patient had re-programming done on (B)(6) 2010 and (B)(6) 2010. The patient had a revision done on (B)(6) 2010. Additional information was requested and will be provided when it becomes available.